Event description:
It was reported that the pump exhibited a downstream occlusion failure. During physical inspection, it was found that there was a downstream occlusion sensor issue. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and the complaint was confirmed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to mechanical issues with the downstream occlusion sensor. As a result, the downstream/upstream occlusion sensors, bezel, downstream/upstream occlusion seals, and cam sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.